Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.